Manufacturer narrative:
Correction for manufacturer report number 2017865-2021-08583 follow-up number 2: section g3 - date received by manufacturer, the date inadvertently was not entered and should have been (B)(6) 2021.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that loss of capture and noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.